Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service engineer found there was a dirty ise bowl. He cleaned the ise bowl and aspiration probe, and he reinstalled the reagent bottles. He performed ise calibration, ise checks, precision, and quality controls. All results were acceptable. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable sodium results from the cobas pro ise analytical unit for " 50+" patient samples. One example was provided. The initial result was 152 mmol/l, and the repeat result was 141 mmol/l. The repeat result was believed to be correct.